Event description:
Routine complaint investigation of a precision readings issue in which the customer states that they took three readings within a few minutes following the other and obtained a 66 mg/dl, 92 mg/dl reading and a 120 mg/dl. The difference between these readings, when plotted on the clark error grid is considered to be clinically significant. No death, serious injury or medical intervention was reported.